Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an error message and error 2001 appeared on the insufflator, indicating it could not be used. The customer power-cycled the system and performed a hard reboot on the tower with no change. The customer disabled the insufflator and reported that they would use a third-party insufflator for the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the insufflator due to error 2001. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and the insufflator cannot insufflate and desufflate. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. From these findings, failure analysis could not determine the root cause of the issue.